Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. During troubleshooting of an unrelated alarm, the registered nurse (rn) stated that they needed to start the therapy over. The nurse restarted the therapy using the same supplies. The patient was connected. The technical services representative advised the rn to start therapy over using new supplies. The rn declined to set up with new supplies and began a new therapy. The patient remained connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a use error where the patient reused single-use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.